Event description:
User experienced a high troponin t result for one patient sample. Initial result 0.762 ug/l. Same sample repeated twice gave <0.010 ug/l both times. No information was provided to determine if any adverse events were reported. If additional information is received, appropriate notification will be provided.